Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. (B)(4).